Event description:
Health professional reported an alleged "failed lap-band system" based on the report that the pt "has not lost enough weight." The pt went in for an adjustment fill and the physician determined the pt had not lost enough weight. The device was explanted without replacement. Follow up findings: health professional reported there was "no suspected leak." The device "did not provide the hunger and portion control we had hoped for." A esophagogastroduodenoscopy (egd) was conducted that confirmed a "hiatal hernia", which was reported to not be device related.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(6) 2011. The product associated with this report was returned however the device analysis has not been started at this time. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product however the analysis has not been completed at this time. Inadequate weight loss is a surgical and physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the serial number of the device has been requested. Allergan does not guarantee that every pt will achieve desired weight loss. Device labeling addresses the possible outcome of inadequate weight loss as follows: "seventy-five subjects had their entire lap-band system explanted. Insufficient weight loss was also reported as a contributor to the decision to explant in 24 of the 75 explants (32%). (Recorded as of (B)(6) 2000, clinical study, 299 pts total)."